Event description:
After having CT scan done 2009, patient has had headache, neck pain and alopecia. Patient has had articles on problems with overadiation from CT scans. Patient thinks this may be the problem. Patient has not had any other changes in treatment to cause these events. CT scan done at facility.